Event description:
Boston scientific crm received information that this patient was brought to the hospital due to a syncopal episode. The right atrial (ra) lead had triggered the lead safety switch (lss), and both the ra and right ventricular (rv) lead's had poor sensing. A revision procedure was performed were both the ra and rv lead's were explanted and a new ra and rv lead were successfully implanted. To date, no further adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, visual inspection noted the lead returned severed, a 405mm distal segment was returned. The conductor coils extend beyond the cut insulation end to 453mm from the tip. The lead was returned with the anode wire fractured at 314 mm from the distal tip of the lead. A possible suture tie-down site was observed at 304 mm from the distal tip. The anode wire fracture was noted to be due to fatigue.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.